Event description:
It was reported that a patient experienced a possible peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was unknown if the patient was hospitalized. It was reported that the suspected peritonitis event was manifested by cloudy effluent. Treatment and outcome was unknown. Action taken with pd therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.